Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. The helix was broken at 47 cm from the tip of the catheter. The catheter tube damage was noted at the same distance of 47 cm from the tip of the catheter, it could be assumed damaged was caused by the helix break. Therefore, the investigation is confirmed for the reported break issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: d4 (expiry date: 07/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure through superficial femoral artery of a chronic total occlusion via a contralateral approach, the internal helix of the device allegedly broke off. It was further reported that the helix and the tip of the catheter was noted to be detached from the rest of the helix. The device was completely removed from the patient body and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 07/2024. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during a recanalization procedure through superficial femoral artery of a chronic total occlusion via a contralateral approach, the internal helix of the device allegedly broke off. It was further reported that the helix and the tip of the catheter was noted to be detached from the rest of the helix. The device was completely removed from the patient body and the procedure was completed using another device. There was no reported patient injury.